Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a percutaneous nephrolithotomy procedure in the kidney, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, when the physician was using the pusher on the stent, while inside the scope working channel, it was noticed that the stent was kinked. The physician removed the stent and another percuflex plus ureteral stent was opened, which successfully completed the procedure. There were no patient complications reported as a result of this event.